Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose at the time of incident of 147 mg/dl. Customer reported a broken force sensor was detected during seating. Customer cannot recall the cause of the insulin pump error. Customer recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returning for analysis.